Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to b3. The 20mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following IFU's were reviewed; commander delivery system, patient screen manual, device preparation manual, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for the deployed valve exhibiting paravalvular leak was unable to be confirmed due to the unavailability of relevant imagery and/or medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, "a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed with nominal volume in the aortic annulus 80:20 aortic/ventricular as intended. The degree of pvl after valve deployment was trivial-mild by echography (echo), and mild pvl by aortography (aog). After that, hemolytic anemia developed. Since pvl became severe, balloon aortic valvuloplasty (bav) was performed on postoperative day (pod) 42. As a treatment, a non-edwards 20mm balloon catheter was inflated with nominal +2ml. (Rapid pacing was performed for about 20 seconds.) The pvl decreased to moderate but remained at 3, 5, 7, and 9 o'clock. In aog, the remaining pvl was confirmed to be moderate to severe, so additional inflation was performed. After the second inflation, pvl decreased on both echo and aog, it was trivial to mild, and the procedure was completed." As noted, the patient had a valve area of 313.0 mm2, which was within the recommendation range for thv size 20mm (273-345 mm2), so the potential root cause of undersized thv was eliminated. In this case, post-dilation was performed two (2) times to treat the paravalvular leak. After post-dilation, pvl was reduced to trivial to mild level as reported, so it is possible that thv was under-expanded when initially deployed. Under-expanded thv may have compromised the seal provided by the skirt between the valve and target site (native annulus), leading to pvl as reported. Available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the development of severe pvl may have caused or contributed to this event. Pertinent patient history was not provided by the tavi facility. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
As reported by our japan affiliates, a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed with nominal volume in the aortic annulus 80:20 aortic/ventricular as intended. The degree of pvl after valve deployment was trivial-mild by echography (echo) and mild pvl by aortography (aog). Most of the pvls were from the ncc-lcc commissure. After that, hemolytic anemia developed. The occurrence date was unknown. Since pvl became severe, balloon aortic valvuloplasty (bav) was performed on postoperative day (pod) 42. Hemoglobin (hb) before bav implementation was 9.8. As a treatment, the non-edwards balloon catheter was inflated with nominal +2ml. (Rapid pacing was performed for about 20 seconds.) The pvl decreased to moderate but remained at 3, 5, 7, and 9 o'clock. In aog, the remaining pvl was confirmed to be moderate to severe, so additional inflation was performed. For the second inflation, the same balloon was inflated with nominal + 4ml. (Rapid pacing performed for about 25 seconds.) The inflation pressure was 6 to 7 atm. After the second inflation, pvl decreased on both echo and aog, it was trivial to mild, and the procedure was completed. The thv valve became quite flat, but there was no central ar. The final simultaneous pressure was approximately 12 mmhg. The valve remained implanted in the patient and would not be returned for evaluation.